Event description:
It was reported by service report that the rail assembly on the cot fastener would not slide. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Rail assembly.